Event description:
Solicited call. Patient reported that she was having an issue with the power cord connection to the handset. Unknown if patient missed any doses. No side effects were reported as a result of defective device. Unknown if patient has defective device on hand for return. No lot number or expiration date provided. No further information. Reported to (B)(6) by: patient/caregiver.